Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the outer shield did not properly detach. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the outer cover to fall off the needle hub when placed into her travel sharps continer. She transfered the smaller container to the larger sharps containter and pricked her finger a few times. No medical attention needed. Just a stick under skin no blood. Informed caller to leave the sharps in container never remove from one to the other. Consumer reported found 1 pen needle (B)(6) 2023 last night when removed from pen turned needle off after use slided the cover off pen needle, but the cover only came away needle stayed on the pen after she had turned it several times. Caller is visual impaired.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g the outer shield did not properly detach. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported finding the outer cover to fall off the needle hub when placed into her travel sharps container. She transferred the smaller container to the larger sharps container and pricked her finger a few times. No medical attention needed. Just a stick under skin no blood. Informed caller to leave the sharps in container never remove from one to the other. Consumer reported found 1 pen needle (B)(6) 2023 last night when removed from pen turned needle off after use slides the cover off pen needle, but the cover only came away needle stayed on the pen after she had turned it several times. Caller is visual impaired.

Manufacturer narrative:
H.6 investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.